Event description:
It was reported ¿during a procedure, the surgeon could not lock the blocker. Due to this event, the surgery was delayed of about an hour, but there was no impact or adverse consequences for the patient. The surgeon used another device available to complete the surgery.¿

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the customer reported event of one xia 3 titanium blocker disengagement was confirmed via a visual inspection. The blocker was successfully threaded into a xia 3 titanium poly axial screw and unthreaded without issue. The blocker may not have been adequately threaded, causing it to pop off. Conclusion: the root cause of the failure could not be determined with the provided information. The failure mode is multifactorial.

Event description:
It was reported ¿during a procedure, the surgeon could not lock the blocker. Due to this event, the surgery was delayed of about an hour, but there was no impact or adverse consequences for the patient. The surgeon used another device available to complete the surgery.¿